Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. On the same day as the peritonitis onset, the patient experienced hypotension (blood pressure of 86/49) and anemia which required hospitalization. Three days after being admitted to the hospital, the patient was treated for peritonitis with vancomycin intraperitoneally (ip) every 48 hours for two days. The patient was given intravenous (IV) fluids for hypotension and a blood transfusion for anemia. The blood transfusion was not completed because the site was lost and the patient refused a restart in a different location. The patient was discharged from the hospital five days after being admitted. On an unreported date, the patient recovered from the peritonitis, anemia and hypotension. On an unreported date, the patient was retrained on proper aseptic technique for performing pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Patient age was not reported however, patient was reported to be an adult. Additional information: the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.